Event description:
The customer reported this right ventricular lead was surgically abandoned (capped) due to high threshold measurements and impedance measurements were 220 ohms. A new device was also implanted during the lead revision procedure. To date, no adverse pt effects were reported. The lead was actively implanted for approximately 8 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.